Event description:
It was reported that the clinician had trouble gaining telemetry with the programmer. The programmer was changed, and telemetry was established. The programmer rf (radio-frequency) head will be replaced and returned, with the programmer remaining in service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.